Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated MFR report# 305099803-2009-02516 for a description of the second device. It was reported to boston scientific corp that during an anterior pelvic floor repair procedure, using a pinnacle pfr kit, the physician used too much pressure when he depressed the plunger to throw the mesh leg through the sacrospinous ligament, causing the needle carrier to bend and fail to retract. The physician was then able to manually force the carrier to retract, so there was no damage to the pt's tissue upon removal of the capio. The procedure was completed with another capio device with no complications to the pt, who is reportedly "doing well" post-procedure.

Manufacturer narrative:
The pinnacle mesh was implanted, but the capio device has been rec'd. An eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.